Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was damaged at front and rear housing. The investigator could not download event history log. Functional testing included use testing. The pump was powered on and it immediately alarmed error code 1260/1261 which is a corruption of the memory of the circuit board. As a preventive measure circuit board was replaced. Based on evidence, the complaint was confirmed. The root cause was identified as corrupted circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump gave error code 1260. Ther are no known adverse effects to patient.